Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine generator change. During the procedure, the right ventricular (rv) lead was difficult to remove from the implantable cardioverter defibrillator (ICD) header. The physician used additional force to ultimately remove the lead. The ICD was explanted and replaced. The patient condition was stable throughout the procedure.

Manufacturer narrative:
Reported event of difficulty to remove lead was confirmed. The device voltage was at elective replacement indicator (eri) upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Analysis revealed the right ventricular setscrew contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. The setscrew anomaly is consistent with having occurred during the procedure.

Manufacturer narrative:
Correction: section b5 - the lead that was difficult to remove from the ICD header was actually the right atrial (ra) lead and not the right ventricular (rv) lead.

Event description:
It was reported that the patient presented for a routine generator change. During the procedure, the right atrial (ra) lead was difficult to remove from the implantable cardioverter defibrillator (ICD) header. The physician used additional force to remove the lead. The ICD was explanted and replaced. The patient condition was stable throughout the procedure.